Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touch frame assembly to address the reported problem.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.